Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the electrical connector corroded, the remote control buttons cut, the lg prong top loosened, the eog valve loosened, the segment hard to move, the bending rubber bubbling, and the u/d & r/l pulley wire ruptured;however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure